Event description:
It was reported when testing the catheter, prior its placement, it was observed that the guide inserted within the catheter was with a leakage. Bulging in plug when injecting saline solution with 10ml syringe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the t-lock septum is confirmed and appears to be manufacturing related. One 2 fr perqcath catheter was returned for evaluation with the stylet t-lock assembly present. Evidence of use was visible on the device. The catheter was infused with water using a 12 ml syringe and was observed to be occluded. Additional pressurization revealed the yellow septum on the t-lock connector to expand and bulge. The location of the occlusion was found to be 3.5 cm from the distal end. The material appeared to be a clear silicone material introduced during the manufacturing process; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3571 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reeq3571) have been reported from the same facility.

Event description:
It was reported when testing the catheter, prior its placement, it was observed that the guide inserted within the catheter was with a leakage. Bulging in plug when injecting saline solution with 10ml syringe.